Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. At the time of the report, the device involved in the event remained in the patient and a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2014, a patient in spain underwent procedure for percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube placement. The patient reported that since (B)(6) 2017, the peg tube could not be mobilized. On an unreported date, a nurse confirmed a buried bumper and surgery was indicated. At the time of the report, the peg tube remained in the patient.